Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with check for empty tubing or reservoir message displayed on screen. Pump stopped. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2 ml/hour. Total reservoir volume: 92 ml. Given: 55 ml. Length of infusion: 46 hours. Lock level: manual key for the cartridge was locked, keypad was code locked. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient was medically affected. The patient received less medication than expected. When it was first attached, they reported that the pump gave errors that the cartridge was not attached. They reattached it and it started working. The next day, they returned to clinic and reported that the pump beeped and stopped about 20 times despite trying to clear the error messages. Again, the message was "check for empty tubing or reservoir. Pump stopped." They saw air bubbles in the cartridge and proceeded to transfer the remaining medication into a new cassette. They reattached the old pump and it started working again. On the 3rd day, they returned and reported the same issues with the pump. They had only received 60% of drug dose. There was no patient harm/adverse event reported.